Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the scs device was completely removed 2 weeks ago because it had never helped with their pain. The patient saw the health care professional (hcp) on (B)(6) 2016 for their post-operation visit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.